Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had called the on call health care provider and indicated that he felt like he was ¿dying¿, was ¿sweating profusely¿ and thought he was getting too much medication. The health care provider wanted the pump to be adjusted as soon as possible. The type of medication being administered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the event was due to anxiety, not a pump issue. The outcome to the patient was listed as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).